Manufacturer narrative:
(B)(4).

Event description:
It was reported by the nurse practitioner that the patient received a full vns revision a few months ago and now has partial vocal cord paralysis, but is seeing an ent for treatment and improving. The physician decided to leave the vns programmed on. It was also noted when the patient turns her head to one side, her voice goes high and faint. The surgeon had later noted that this most recent surgery had been the third time someone was in the patient's neck accessing the nerve and he was not surprised the patient would have some vocal cord paralysis and voice alteration. Attempts for additional relevant information have been unsuccessful to date.